Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018, as no event date was reported. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was to be used in the colon to treat a polyp during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the snare loop rotated during retraction and failed to cut the target poly-p. The procedure was completed with another captivator snare. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was to be used in the colon to treat a polyp during a polypectomy procedure performed on an unknown date. According to the complainant, during the procedure, the snare loop rotated during retraction and failed to cut the target polyp. The procedure was completed with another captivator snare. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
B3 (date of event): date of event was approximated to be (B)(6) 2018 as no event date was reported. H10: analysis of the returned device revealed that the snare loop was in good conditions. The loop extended and retracted within specifications. In addition, the results of the continuity and electrical tests were found that the device was within specifications. However, a kink in the catheter near the distal section was found. Per complaint information, the issue occurred during procedure. It is most likely that during procedure the device could have been manipulated, since the kink found is an issue that could have been generated by excessive manipulation of the device by the user. In addition, during the manufacturing process the units are inspected in order to avoid the failures reported. However, there is no control in how devices are handled in the field. Therefore, the most probable cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:04 pm CT. The report number is being corrected from: 3005099803-2018-61965 to: 3005099803-2018-61129.